Event description:
It was reported that the biomed reported that they had previously used 3rd-party pcu batteries but had issues with them, such as not reading the battery value correctly. One of the batteries caused a power supply board to be burnt out, which had to get replaced. They have gone back to using only OEM part batteries. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had third party batteries - burnt component was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.